Event description:
A stent fracture occurred in a stent in the lad one year post-procedure. Vessel characteristics at the time of implant were unknown. The deployment pressure of the stent is unknown. It is unknown if the stent was post-dilated after deployment. The stent fracture was confirmed by angiography. It is unknown if the stent separated or migrated due to the fracture. The fracture caused a nearly 90% restenosis. Then the physician used a balloon to dilate the lesion and the patient is safe. Further information will be updated when more information is obtained from hospital.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.